Manufacturer narrative:
During follow up, the customer was doing much better. Customer will continue to monitor the system¿s performance. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated at 375mg/dl. The customer initially reverted back to insulin pens, but eventually changed out supplies over the phone.